Event description:
The customer reported false non-reactive alinity I anti-hbc ii and provided the following data: patient (B)(6): sample ID (B)(6) initial result was 0.89 s/co (non-reactive) and repeat result was 7.02 s/co (reactive) & 7.58 s/co (reactive). Additional laboratory data: hbsag was 958 s/co (reactive) & 972.5 (reactive). No hbsag confirmatory testing conducted. Patient information: 43 year old, male. Patient (B)(6): sample ID (B)(6) initial result was 0.62 s/co (non-reactive) and repeat result was 6.97 s/co (reactive) & 6.78 s/co (reactive). Additional laboratory data: hbsag was 72.03 s/co (reactive) & 67.83 (reactive). No hbsag confirmatory testing conducted. Patient information: 30 year old, male. There was no reported impact to patient management.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I anti-hbc ii assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 77224be00. Device history record review did not identify any related non-conformances, potential non-conformances or deviations associated with complaint lot and complaint issue. In-house testing of a retained reagent kit of lot number 77227be00, which contains identical bulk reagents as complaint lot 77224be00, was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panel. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Note: alinity I anti-hbc ii and architect anti-hbc ii utilize the same reagents and sample/reagent ratios. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency with the alinity I anti-hbc ii assay, lot 77224be00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84, with 510k/PMA/bla number p080023.

Event description:
The customer reported false non-reactive alinity I anti-hbc ii and provided the following data: patient 1: sample ID (B)(6), initial result was 0.89 s/co (non-reactive) and repeat result was 7.02 s/co (reactive) & 7.58 s/co (reactive) additional laboratory data: hbsag was 958 s/co (reactive) & 972.5 (reactive). No hbsag confirmatory testing conducted. Patient information: 43-year-old, male. Patient 2: sample ID (B)(6), initial result was 0.62 s/co (non-reactive) and repeat result was 6.97 s/co (reactive) & 6.78 s/co (reactive). Additional laboratory data: hbsag was 72.03 s/co (reactive) & 67.83 (reactive). No hbsag confirmatory testing conducted. Patient information: 30-year-old, male. There was no reported impact to patient management.